Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aneurysm and vessel morphology were unremarkable. It was reported the pt had bowel ischemia prior to the endovascular procedure. The implant of the stent graft procedure was fine and there were no issues; however, the pt died on the same day the stent graft was implanted. The physician stated that the pt died of complications related to the bowel ischemia and the death was not related to the device or the procedure. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results: death; conclusion: complications due to bowel ischemia.